Event description:
Customer reported she was hospitalized due to low blood glucose. Blood glucose value at the time of admission was 44 mg/dl; current value was 345 mg/dl. Customer also reported that the insulin pump was removed at the hospital and now she received a button error when trying to reconnect it. Alarm could not be cleared. Customer stated that the hospital wanted to release her until she connected the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests were not performed due to unresponsive keypad and or buttons. The device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.